Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report his battery charger was not charging the batteries. Support issued the pt a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The cause for the battery screen flickering on and off and the charger not charging the batteries was corrupted charger programming. The root cause for the corrupted programming cannot be positively identified. No adverse event resulted from the defective charger. The pt was provided with a replacement charger.